Manufacturer narrative:
Tech told account to check the head hilow down valve and/or the trend valve and linkage. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint alleged that the head hilow was drifting down. No injury alleged.